Event description:
The event involved a customer facility regarding a plum 360 infuser. It was reported that the pump was went into pause mode without warning in the middle of infusion. There were reported patient involvement and no patient harm.

Manufacturer narrative:
One device was returned for investigation. It was reported that complaint of device went into pause mode without warning in the middle of an infusion was not duplicated or confirmed in history. Tested device by performing a two hour delivery protocols with run-in cassette on line a. Device passed full protocol with no pause or issues with device. Performed a one hour delivery protocol running line a and b piggyback, device passed protocol with no issues. Review of device alarm log history found no similar events. Device passed self-test and visual inspection. Probable cause is no problem found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.